Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide sys rec'd a report from a consumer that a cup burst after her husband hit it with a hammer while trying to open it. No injury occurred.